Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt, a iddm and insulin pump user, began obtaining resdings in the "200's" on her one touch ii meter for a 24 hr. Period (5/4-5/5). She was experiencing symptoms of nausea, vomiting, polyuria, and polydypsia. Because the meter readings did nto reflect the way she felt, she was advised by her physician to admit herself to the ER. Prior to departing, her blood glucose on her one touch ii meter was 226 mg/dl. Upon arrival to the ER "soon after" her laboratory blood glucose result was in the "800's." She was initiated on insulin drip in the ER and transferred to ICU for two days. Upon transfer to a ward on day 3, she was diagnosed with a uti and begun on antibiotic therapy. The insulin drip was discontinued at this time. The meter is allegedly cleaned according to MFR's recommendations, however, calibration tests designed to detect potentially inaccurate results are not performed.